Event description:
This ra lead was implanted on (B)(6) 2017 and remains implanted at this time.a call was placed to technical services on (B)(6) 2017 stating that noted an alert for atrial intrinsic amplitude out of range. Noise consistent with lead out of header during lead revision wa noted. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).